Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebs0335 showed seven other similar product complaint(s) from this lot number. All complaints for this lot number (rebs0335) have been reported from the same facility. Samples were discarded.

Event description:
It was reported that the facility has had a total of (B)(4) catheters not deploy properly and kink back on themselves under ultrasound, 180 degrees. There was no patient injury reported, but a delay in patient care as multiple attempts were made. Patient #4.